Manufacturer narrative:
D4. Catalog: unk_smart touch unidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This complaint is from a database related research activity (drra), "indication extension for medical devices using rwe from nestcc network collaborators: safety and effectiveness of cardiac ablation of ischemic ventricular tachycardia using the thermocool stsf catheter clinical study report amendment: updated analyses". No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a database related research activity (drra), "indication extension for medical devices using rwe from nestcc network collaborators: safety and effectiveness of cardiac ablation of ischemic ventricular tachycardia using the thermocool stsf catheter clinical study report amendment: updated analyses". Adverse events reported for thermocool smarttouch® sf catheter: qty 1: complete heart block within 7 days of the procedure (heart block av)(recognized procedural complication). Qty 2: one vascular injury within 30 days of the index ablation procedure and one within 7 days of the procedure (vascular injury)(recognized procedural complication) qty 1: deep vein thrombosis within 7 days post index procedure (thrombosis)(recognized procedural complication). Qty 1: pericardial effusion with hemodynamic compromise within 7 days of the procedure (cardiac tamponade)(recognized procedural complication).